Event description:
Customer reported being sent to the hosp on two occasions based on the device results. Customer stated device seems to read to high and too low; however, no values were provided. Customer indicated device = 154 mg/dl over and over at one point. No other device values were provided. Customer stated feeling dizzy & shaking as if having high blood glucose and being taken to the emergency room (ER). ER device was used and lab performed; however, the values were not known. No treatment received. No controls used. Using expired strips. A request was made for return product and replacement product was sent.